Event description:
This lens was returned for credit with information the lens was found to have a bent haptic as it was being inserted into the eye.

Manufacturer narrative:
This form was completed by the manufacturer.